Event description:
It was reported that after a supply change for poor adhesion during a shower, the user noticed elevated glucose and discovered the infusion tubing was not attached to the infusion set anchor, resulting in interrupted insulin delivery; the user then replaced the infusion site and resumed insulin delivery on the ilet system. Symptoms included hyperglycemia, with a fingerstick reading of 409 mg/dl and elevated glucose for approximately two hours, without reported ketone testing, medical intervention, or acute complications. Outcomes included self-management with site replacement and subsequent improvement, with glucose trending down to 298 mg/dl. Investigation included troubleshooting and education by support staff to re-establish proper infusion set connection and deploy a new site. Investigation of this case revealed an infusion set connection issue consistent with an infusion set deployed incorrectly or tubing not secured to the connector, leading to loss of insulin delivery until corrected. It was concluded, based on previously established findings for similar reports, that user setup/use contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.